Event description:
The advocate alleged that the customer received a control test result of 430 mg/dl. While troubleshooting, he performed 2 more control tests and received results of 405 and 407 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.